Event description:
It was reported, the pt has not used stimulation much as it has not been effective in covering her pain pattern. The pt has not made any attempts to have the system reprogrammed. It was also reported the pt needs an MRI and wants the system explanted. The pt stated she may have thyroid cancer.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.